Manufacturer narrative:
The technician found fluid ingress onto the utv circuit board. The technician replaced the utv board to repair the bed.

Event description:
Information received indicates the nurse call function does not work some of the time.